Manufacturer narrative:
Investigation: the emergency down strap was missing, the ceiling lift covers cracked and a unapproved d-ring was attached to the obsoleted carry bar model. The emergency down switch was tested and observed for no movement, this might have caused due to a burn on the pc board. Root cause: the user attached a d-ring to the carry bar was not approved by the manufacturer. Excess threads sticking out of the strap got caught when pulling on the emergency strap down causing the lifting strap to unwind. The lifting strap was frayed that got caught in the tape gear and motor. Corrective action: the burnt pc board was replaced, d-ring was removed and the carry bar was retained to its original configuration.

Event description:
Carrybar was caught in the loop of emergency strap and stopped the motor while lowering a resident in the sling.

Event description:
Carrybar was caught in the loop of emergency strap and stopped the motor while lowering a resident in the sling.